Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. Though requested, the device involved in the event was not returned; therefore a return sample evaluation was not performed. It is unknown what part of the device may have dislodged. Device dislocation is a known event. If any further relevant information is identified or obtained, or sample returned for evaluation, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized with severe abdominal pain. On (B)(6) 2020, the physician requested a j tube to be sent for replacement as the patient has been suffering with abdominal pain and CT revealed that the j tube has been dislodged. The duodopa was running on the gastric port. A follow up report was received from wife on (B)(6) 2020. Wife reported that the tube going inside the body, not outside, was dislodged. On (B)(6) 2020, patient had a gastroscopy, a new peg-j tube was placed, and patient was transferred back. The patient was in severe pain post op and required morphine. Abdominal pain continued to get worse with no relief from pain medication. The patient became too sick and was transferred to ICU. On (B)(6) 2020 at 10pm, patient passed away before further investigations. Patient¿s wife indicated that she felt like there might have been a piece of tubing dislodged/left behind which might have caused a perforation. According to the wife, there was a plan to do a colonoscopy on (B)(6) 2020 to remove it. Though requested, additional information was not provided by the health care provider and perforation was not confirmed.